Event description:
The doctor says the pt was stabbed in the back, and underwent exploratory laparotomy. He first dehisced after suture closure, and at that point the permacol was implanted. Following surgery, the nurses were changing the dressings and turning the pt on a new bed frame that they were not so familiar with, when the abdomen opened up and the pt eviscerated. Emergency surgery revealed that the suture lines for the permacol were all intact and that the permacol had torn laterally along one edge, about 2 cm from the suture line. The surgeon intends to implant permacol again.